Event description:
It was reported that the patient can't use the processor anymore, because she hears really bad noise and rumble with her ci. There is no accident or trauma known. The external parts were checked. Testing shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.